Event description:
There is no additional information regarding the event.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d2, d4, d10, g1, g3, g6, h1, h2, h3, h4, h6, and h11. Review of the most recent repair record determined the comb was bent. The comb, comb springs and comb screws were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event was confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Event description:
It was reported that during surgery, the mesher bent during use. When the surgeon was trying to catch the plastic piece inside the mesher to push the skin through, that the comb messed up and bent when trying to use it. There was no patient harm/injury reported. Due diligence is complete; no further information is available. There was no adverse event associated with this malfunction.